Manufacturer narrative:
The reagent lot number is 909414. The investigation is ongoing.

Event description:
There was an allegation of a questionable tina-quant igg gen.2 result for a patient sample tested on the cobas c 503 analytical unit. The initial result was 62.2 g/l (accompanied by a data flag). The sample was repeated with automatic dilution, yielding a result of 63.5 g/l. The doctor questioned the result, which triggered a rerun on (B)(6) 2026. The repeat result was 11.7 g/l. After 1:5 dilution, the repeat result was 11.6 g/l. The repeat result of 11.7 g/l was deemed correct and reported out.